Manufacturer narrative:
E1 initial reporter phone #: (B)(6). E1 initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k230855 . Investigation summary: bd received 1 sample and 2 photos for investigation. The customer sample and photos were reviewed and the customer¿s indicated failure modes for embedded foreign matter and gel string were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes embedded foreign matter and gel string. Bd was not able to identify exact root causes for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® sst¿ blood collection tubes, there was foreign matter in the tube wall and gel strings.